Event description:
Boston scientific crm received information that one day post implant, this implantable defibrillation lead exhibited a decrease in r-wave measurements, a decrease in pacing impedance measurements, and an increase in pacing thresholds. An x-ray confirmed the lead had dislodged. The pocket was reopened and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated.